Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that their onetouch ultraeasy meter was reading inaccurately high compared to a calibrated laboratory device. The complaint was classified based on customer service representative (csr) documentation. The patient stated that the alleged inaccuracy occurred on (B)(6) 2016. At this time the patient obtained blood glucose results of "8.0 and 11.2mmol/l" with the subject meter and a blood glucose result of "2.8mmol/l" on a calibrated laboratory device within 10 minutes of this. The patient manages their diabetes with oral medication(s) (type and dosage unspecified) as well as with diet and/or exercise. The patient did not make any changes to their normal diabetes management regimen as a result of the alleged product issue. The patient stated that within an hour they developed the symptoms of "weakness and trembling"; symptoms which were associated with hypoglycemia. In response to these symptoms the patient was given "60ml" of glucose by a healthcare professional and felt better soon after. At the time of troubleshooting the csr noted the unit of measure was set correctly on the subject meter and an approved sample site was used to obtain these results from. The patient's products have been replaced and requested for evaluation. This complaint is being reported based on the following conclusion: although the patient's testing technique was incorrect, thus invalidating the alleged high subject meter result, the patient reportedly developed hypoglycemia which required hcp intervention in order to prevent further serious injury after the alleged product issue began.